Manufacturer narrative:
A ge rep evaluated the system and repaired the collimator. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the collimator is not collimating correctly. No pt injury was reported.